Event description:
It was reported that the burr detached. A rotablator was selected for use. During the procedure, it was noted that the burr broke off from the advancer when it was pulled out of the body. No patient complications were reported and the patient was ok. It was further reported that the detached burr was completely removed from the patient's body by pulling the whole rotawire out.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation with the burr catheter received attached to the advancer unit. The advancer, handshake connections, sheath and coil were microscopically and visually examined. There are numerous sheath kinks. The coil was stretched and separated at 138.1cm from the strain relief. The detached burr was not returned. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detached. A rotablator was selected for use. During the procedure, it was noted that the burr broke off from the advancer when it was pulled out of the body. No patient complications were reported and the patient was ok.

Event description:
It was reported that the burr detached. A rotablator was selected for use. During the procedure, it was noted that the burr broke off from the advancer when it was pulled out of the body. No patient complications were reported and the patient was ok. It was further reported that the detached burr was completely removed from the patient's body by pulling the whole rotawire out.